Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. H6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, developed a cerebral hemorrhage, and expired. The patient was scheduled for an emergency percutaneous coronary intervention (pci) and at time of the procedure, the patient began to deteriorate. The impella cp device was implanted, and the pci was performed. At the time of impella introduction, the patient's hemodynamics were stable but restless. The patient suddenly became quiet, and level of consciousness seemed to decline. An urgent head computed tomography scan was performed and confirmed extensive brain hemorrhage. It was determined that there was no treatment method for this cerebral hemorrhage, patient was made a do not attempt resuscitation, and subsequently expired. Further information noted the cause of death as cerebral hemorrhage, and the physician commented the relationship between the cause of death and the impella cp is unknown (context is unclear). There were no problems with the operation of the impella cp until the patient's death.